Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: m531063, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: the customer provided lot # m531063. This does not match the catalog number provided. PMA/510(k)#: a lot number could not be confirmed for this incident and without this information we are unable to determine a 510(k)#. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip syringe split and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown (provided m531063). It was reported that the syringe had a split in it and leaked. Event description per email states: caller reported syringe had a split in it and insulin leaked all over. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. Cts to goodwill cartridge/syringe. No further follow up is required.